Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported rainbow glare in patient's left eye one week post lasik. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to and after the day of treatment. The treatment report images do not show any signs of abnormality. The energy and spacing settings are slightly low but within the recommended range. Rainbow glare is a known seldom potential complication of the treatment, as given in the procedure manual . (B)(4).